Event description:
It was reported that the customer lost one of the insulin pump's screen. The resume screen was not there anymore. The customer received no delivery alarms. Her blood glucose level was 228 mg/dl. While troubleshooting insulin did not exit and there was greater than normal resistance when using the plunger to push. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.